Event description:
The personnel had a difficult time getting ECG trigger during use of the pump. They experienced frequent lead fault alarms. The pt was transferred to another pump without any complications.